Event description:
Hill-rom rec'd a report from the account stating the nurse call was not working. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint (B)(4).

Manufacturer narrative:
The hill-rom technical support found the sidecom cable to be inoperable. Per the hill-rom svc manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Check for current leakage at the nurse call system communication connections. Warning: a communication cable must be used for beds that have nurse call. Failure to do could cause pt injury. For beds that have nurse call sys, a communication cable must be connected between the bed and facility communication system. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account replaced the sidecom cable to resolve the issue. Based on this info, no further action is required.